Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front and rear housing damaged (lower left & right edge). The complaint could not be duplicated at the time of investigation. The pump was found to be operating properly. The cause was a user related issue. No further action will be taken. However, the front and rear housing will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was self-resetting after powered on. There was no patient involvement, and no harm/adverse event was reported.